Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the 30-day follow-up, which occurred 39 days following the implant of this transcatheter bioprosthetic aortic valve, a transthoracic echocardiogram (tte) was performed. An echocardiography specialist reviewed the tte approximately 14 days later. An increase in the mean mitral gradient from baseline measurement of 4 millimeters of mercury (mm hg) to 8 mmhg was identified. The echocardiography specialist concluded that this was secondary to the slightly more ventricular position of the valve and the impingement of the anterior mitral leaflet base on an already sclerotic valve. The patient was unable to confirm or deny increased dyspnea at the 30-day follow-up. No intervention was planned at this time. The condition would continue to be observed.